Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 08may2019 in the b.5. Field. No further follow-up is planned. This report is associated with 1819470-2019-00073 since there is more than one device implicated. Evaluation summary: a male patient reported that the injection screw of his humapen luxura device could not move and he was unable to inject insulin. The patient experienced increased blood glucose. The device was not returned for investigation (batch 1106b01, manufactured june 2011). Troubleshooting was performed with guidance from a trained professional and the device functioned normally. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. A complaint history review did not identify any atypical findings with regard to dose accuracy. The patient reported he began using the device in 2012. The core instructions for use state the humapen luxura has been designed to be used for up to 6 years after first use. There is evidence of improper use. The patient used the device beyond the recommended use period. This may not be relevant to the event since the device functioned normally.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by consumer, who contacted the company to report adverse events and product complaint (pc), concerned a 47-years old male patient of unknown origin. Medical history included that daughter of his aunt had type-I diabetes mellitus. He had vomiting when used erythromycin. Concomitant medication included insulin glargine for unknown indication. The patient received insulin lispro (rdna origin) (humalog, cartridge) via humapen luxura (burgundy) and humapen ergo ii, thrice a day (morning: 9 u, noon: 8-9 u, night: 6-7 u), subcutaneously for the treatment of diabetes mellitus and started on 2012. Every year, he went to the hospital regularly for medical examination to regulate blood sugar. In the evening of (B)(6) 2019, while on insulin lispro treatment, due to the failure of humapen luxura, he was unable to inject insulin normally, this led to the high postprandial blood glucose (pc (B)(4), lot no. 1106b01). In the morning of (B)(6) 2019, he had the same malfunction with humapen ergo ii (pc (B)(4), lot no. 1311d01). His postprandial blood glucose (pbg) was still high after insulin lispro injection. He had hospitalization for the pbg high on unknown date. He went to guanggu hospital of wuhan third hospital of hubei province to debug the injection pen. Luxura pen was successfully debugged. He could inject insulin normally. Information regarding corrective treatment and outcome of the event was not provided. Treatment with insulin lispro was continued. The operator of humapen luxura (burgundy) and humapen ergo ii was the patient and his training status was not provided. The general humapen devices model duration of use was not provided. The suspect luxura was approximately seven years old and suspect ergo ii was of one day. The suspect humapen luxura, which was manufactured in jun2011, was not returned to the manufacturer and debugged successfully. The suspect ergo ii, which was manufactured in nov2013, was not returned tot he manufacturer. The reporting consumer was unknown if the event was related to insulin lispro treatment and did not provide the relatedness opinion between the event and luxura or ergo ii devices. Edit 12-apr-2019: upon internal review, the case was re-opened to change the as determine causality for the event of blood sugar. No other changes were made in the case. Update 15-apr-2019: information received from initial reporter via psp on 08-apr-2019 was regarding product complaint number. Pc was processed accordingly in catool. No new medically significant information was received or added to the case. Edit 17apr2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 19apr2019: updated medwatch fields for expedited device reporting. No new information added. Update 08may2019: additional information received on 07may2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and canadian (EU/ca) device information, malfunction from unknown to no, and device return status to not returned to manufacturer regarding pc (B)(4). Updated the medwatch/european and canadian (EU/ca) device information, and device return status to not returned to manufacturer regarding pc (B)(4). Added date of manufacturer for pc (B)(4) associated with lot 1106b01 of a humapen luxura (burgundy) device and pc (B)(4) associated with lot 1311d01 of humapen ergo ii device. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
Device not returned. Usage concerns resolved, and device was reported to be working properly. This is an initial report. A follow-up report will be submitted when the final evaluation is completed. This report is associated with 1819470-2019-00073 since there is more than one device implicated.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by consumer, who contacted the company to report adverse events and product complaint (pc), concerned a (B)(6) years old male patient of unknown origin. Medical history included that daughter of his aunt had type-I diabetes mellitus. He had vomiting when used erythromycin. Concomitant medication included insulin glargine for unknown indication. The patient received insulin lispro (rdna origin) (humalog, cartridge) via humapen luxura (burgundy) and humapen ergo ii, thrice a day (morning: 9 u, noon: 8-9 u, night: 6-7 u), subcutaneously for the treatment of diabetes mellitus and started on 2012. Every year, he went to the hospital regularly for medical examination to regulate blood sugar. In the evening of (B)(6) 2019, while on insulin lispro treatment, due to the failure of humapen luxura, he was unable to inject insulin normally, this led to the high postprandial blood glucose ((B)(4), lot no. 1106b01). In the morning of (B)(6) 2019, he had the same malfunction with humapen ergo ii ((B)(4), lot no. 1311d01). His postprandial blood glucose (pbg) was still high after insulin lispro injection. He had hospitalization for the pbg high on unknown date. He went to (B)(6) hospital to debug the injection pen. Luxura pen was successfully debugged. He could inject insulin normally. Information regarding corrective treatment and outcome of the event was not provided. Treatment with insulin lispro was continued. The operator of humapen luxura (burgundy) and humapen ergo ii was patient and his training status was not provided. The general humapen devices model duration of use was not provided. The suspect luxura was seven years old and suspect ergo ii was of one day. The action taken and their return were not provided but luxura was working after debugging. The reporting consumer was unknown if the event was related to insulin lispro treatment and did not provide the relatedness opinion between the event and luxura or ergo ii devices. Edit 12-apr-2019: upon internal review, the case was re-opened to change the as determine causality for the event of blood sugar. No other changes were made in the case. Update 15-apr-2019: information received from initial reporter via (B)(6) on (B)(6) 2019 was regarding product complaint number. Pc was processed accordingly in catool. No new medically significant information was received or added to the case. Edit 17apr2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 19apr2019: updated medwatch fields for expedited device reporting. No new information added.